Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently had a sensor that was in a spiral shape upon removal. The customer also reported that she had a serter that would not lock in place. Blood glucose level at the time of the incident was over 400 mg/dl. The customer stated that she had previously been hospitalized due to a similar issue, but no further details were provided. The insulin pump was not replaced or returned for analysis.